Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label on the shelf pack was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label on the shelf pack. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd vacutainer® serum blood collection tubes were received with labels missing. The following information was provided by the initial reporter: customer states product was received with no label.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tubes were received with labels missing. The following information was provided by the initial reporter: customer states product was received with no label.